Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds due to a lead dislodgment that occurred post-operatively. A lead revision procedure was performed and the lead remained in use. The day after the lead revision procedure, the right ventricular (rv) lead experienced high capture thresholds and loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.